Event description:
Event occurred in the USA. Customer reported e15 internal qc out of range error code two times from 1 female patient using triage cardiac product. At time of call, customer stated patient is having a mi and possible delay in patient treatment. No patient specific information provided at time of call. Patient will be transferred to another facility. No additional information provided.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devces of lot number t12888n. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors; no error codes were observed. Manufacturing batch records for lot t12888n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.